Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the new implanted device did not work and it was explanted. See related (B)(4) did not work due to placement issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.